Event description:
The customer claims that the chair belt sensor has no alarm tone when the self-released button is disengaged. Customer troubleshot their alarm unit and determined that it is working fine. There was no patient injury reported.

Manufacturer narrative:
(B) (4) evaluation of the returned product shows that the chair belt sensor does not work. There is no alarm tone when the belt sensor is unbuckled. The returned alarm unit functions correctly and passed testing. (B) (4).